Event description:
Iridex became aware of an adverse events from literature review reporting 1 case of phthisis , 5 cases of pesistent mydriasis, 3 eyes with prolonged inflammation over 3 months of followup. No additional details or potential contributing factors including previous surgeries, underlying conditions, age, race were mentioned in the article. The study was conducted to evaluate the safety and effectiveness of double-session micropulse transscleral laser (mp3) as a primary treatment modality for glaucoma. The article concludes that double-session mp3 therapy could be considered as a safe and effective procedure to treat glaucoma in eyes that have not undergone previous glaucoma surgery. The devices involved in these adverse events were not returned to iridex for engineering evaluation. Iridex complaint history was reviewed and the results of review indicate that these events are not occuring with increased frequency or severity. Literature reference : "double-session micropulse transscleral laser (cyclo g6) as a primary surgical procedure for glaucoma - pubmed." Pubmed, https://pubmed.ncbi.nlm.nih.gov/31876871/.